Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was alarming "therapy leads off" when tested. There was no pt use associated with the reported event.